Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the patient was inappropriately shocked for an svt rhythm. Upon review it was noted that the p waves were blanking which led to inappropriate detection of vt. Programming changes were discussed.